Event description:
It was reported that water leaked. The user was unable to confirm from which part of the foley catheter, the fluid was leaking. There were reports of similar events that occured in the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. This investigation does not require a DHR review due to a closure letter not required for this complaint. Labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked. The user was unable to confirm from which part of the foley catheter, the fluid was leaking. There were reports of similar events that occured in the same lot . As per follow up information received on 27jan2023, this is a water leakage event of the catheter. No information of the leak location was provided by the customer. However, it could be the connection between the syringe and the inflation valve. No patient involvement reported.